Event description:
Two blood leaks in two patients occurred at the start of dialysis treatment. The leak detector and test strips observed the leaks. The blood loss was 200 cc each because blood of the total inside volume was taken including each dialyzer and tubing. The two patients were well and no medical treatments were given.